Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information has been requested and not yet received. As information will be sent as it is made available. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. Analysis of the leads is in process; the results will be forwarded when available.

Event description:
The implantable cardiac defibrillator was recieved from a hospital with information that the patient had expired. Limited information has been made available regarding the circumstances of the death. Additional information has been requested and not yet recieved. No complants or allegations have been made.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information has been requested and not yet received. As information will be sent as it is made available. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information has been requested and not yet received. As information will be sent as it is made available. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and the outer insulation had a cosmetic depression. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that inner tubing kinked/buckled, the outer insulation had a cosmetic depression and there was apparent explant damage.